Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported, post an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg was unable to connect to external devices. A manufacturer representative was able to recover the ipg and as a result, service app repair was confirmed to be successfully completed.